Event description:
The manufacturer received information I relation to a simplygo device. The customer has alleged that the device has a burning smell and low fio2. There was no report of patient harm or injury. Pil could not confirm the allegation of "low o2" due to pil not powering on the device because of the condition of the pca and the potential damage it could cause to the pil's testing equipment. However, pil could confirm the allegation of "burning smell" due to the thermal damage on the pca. Review of ER (B)(4) ver 14 finds the following risk tags: bio_05, fn_09, and en_04. 1. Review of complaint records: unit was manufactured on 12/15/2025. The sieve cans installed on the unit are not the original sieve cans but were manufactured on 05/01/202023. 2. Visual: unit arrived at pil without battery and power supply. The external condition of the device was unremarkable. An internal inspection showed black residue on the rear enclosure and large ribbon cable (indicative of a thermal event on the pca). Thermal damage on the pca (q1, q6). Large ribbon cable disconnected from the pca (indicative of tampering). 3. Performance testing: pil was unable to perform any testing on the device due to the condition of the pca. Summary: unit had thermal damage to the pca on the compressor motor driving circuit (q1, q6) which was caused by high pressure from compacted/bridged sieve material. The thermal damage was isolated to the pca substrate. There was no evidence of thermal creep to anywhere else in the unit.